Manufacturer narrative:
An event of high gradient and thickened valve leaflets with restricted mobility was reported. A more comprehensive assessment could not be performed as the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that on (B)(6) 2016 a female patient underwent coronary artery bypass surgery (CABG) aortic valve replacement (avr) surgery. The surgeon implanted a 19mm trifecta stented tissue valve. During follow-up in a regular valve clinic on (B)(6) 2020, the patient complained of shortness of breath and fatigue. The surgeon found mean aortic valve (av) gradient of 63mmhg and peak av gradient of 102mmhg. An echo report described that the prosthetic aortic valve leaflets were thickened with restricted mobility. The physician planned a redo avr but it was not done as patient passed away due to unknown causes unrelated to device.